Manufacturer narrative:
One year after the placement of a palmaz genesis stent in the left subclavian artery the patient returned complaining of arm pain. During the follow-up exam a 90% in-stent restenosis was seen. The stent was almost completely sheared in half (fractured) longitudinally, with only one strut holding it together. As a result, the physician re-crossed the fractured stent with a balloon (balloon information not available) to dilate the stent. A stent was then deployed (stent information not available) inside the fractured stent with good results. Patient was siad to have tolerated the procedure well and was doing fine. The palmaz genesis transhepatc biliary stent is indicated for palliation of malignant neoplasms in the biliary tree and its use in the vascular system has not been established. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. The patient's anatomy and procedural factors may have had an impact on this event. The prodcut was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review couldnot be performed.

Event description:
One-year after index procedure took place the patient had returned to the lab where a stent fracture with 90% in-stent restenosis was seen. During index procedure the target lesion was the left subclavin artery. This was an ostial lesion, which was 95% stenosed. Lesion was predilated at 11 atmosphere with an opta pro balloon. This reduced the stenosis to 50% residual. Then a stent, genesis (7 x 18) (unknown catalog and lot number), was implanted. The results after stent after stent placement were satisfactory with 0% residual stenosis, no evidence of dissection and no pressure gradient. There was no post-dilatation made.